Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the activation process does not complete. The dm remains in continuous operation and cannot be stopped except by unplugging it; furthermore, the system is overheating.